Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 43mmol/l and ketones of 7mmol/l identified as dangerous by healthcare provider. The cause was not known. There was no observation of any issues with the cartridge, infusion set tubing, cannula, or insulin. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 11 september 2025 with the issue resolved and no permanent damage.